Event description:
Info received indicates the right intermediate siderail is not latching.

Manufacturer narrative:
The tech found a viscous liquid in the latch mechanism, preventing the siderail latch from engaging. He cleaned the siderail latch mechanism components to repair the bed.